Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an issue with infusion set on (B)(6) 2026 as tape did not stick due to the tape was not sticky and it came off. No further information available.